Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via social media regarding a patient with an implantable pump. On (B)(6) 2021, it was reported that the patient's pump paralyzed them and made them lose all their teeth.